Event description:
Reports inaccurate readings as well as e-3's with meter. Analysis run on clark error grid using mean avg. Reading (58) vs bd readings (29,87) yielded data points in the d range of the grid, outside acceptable limits.